Event description:
The procedure was described as endoscopic sphincterotomy (est) and lithotripsy. A cook memory ii double lumen extraction basket was used in the common bile duct. While the basket was being used to remove stones, the user found the black marker inside the wire guide lumen at the catheter tip had dropped into the duodenum. A basket was used to remove the marker and the procedure was completed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The sheath exhibited a split in the outside of the basket lumen and inside of the wire guide lumen. The basket had exited through the split in the sheath. There was some discoloration of the tip of the sheath. The cannula in the wire guide lumen was missing and not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual condition of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. We can report that damage to the outer sheath can occur the elevator of the endoscope has been tightly closed onto the catheter of the extraction basket. This can clamp the outer sheath and constrict movement of the basket drive wire. Damage to the outer catheter can also occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.